Event description:
It was reported that a catheter occlusion at the pump connector occurred. On approximately (B)(6) 2014, the patient presented to the emergency room (ER) with symptoms of withdrawal. The patient also experienced increased spasticity, pruritus, and an altered mental status. The patient was hospitalized and started on oral baclofen to manage withdrawal. On the day prior to this report, a dye study was attempted but no cerebrospinal fluid (csf) could be withdrawn through the side port. The following day, the patient was taken to the operating room (o.r.). After opening the pump pocket, the surgeon had difficulty removing the sutureless connector from the pump. As she tried, the silicone outer-aspect of the connector slid back, exposing the inner metal ring. It was noted that tissue had grown between the two parts. Once disconnected, it was also noted that the sutureless connector lumen had tissue growing within it. This section was removed and a new connector was placed. Csf flowed freely through the side port once the new connector was attached to the pump. An order was written to discontinue oral baclofen and the patient¿s pump was restarted at the same dose as preoperatively, which was 188.1mcg/day. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver gablofen. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the 8784 model catheter with serial number (B)(4) found a kink which caused the inner lumen to occlude and there was difficulty with the sutureless connector which led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.